Event description:
A customer contacted beckman coulter inc. (Bci) stating that the first replicate of a sodium (na) run recovers high. In a precision run with 4 replicates, the na results were 145mmol/l, 139mmol/l, 139mmol/l and 139mmol/l. The same sample run on the other instrument gave a na result of 139mmol/l. Another example was provided by the customer. The results were 151mmol/l, 144mmol/l, 143mmol/l and 144mmol/l. No erroneous results were reported outside of the laboratory.

Manufacturer narrative:
Qc was within the lab's established ranges. A field service engineer (fse) went on-site, decontaminated the ise system and changed the ratio pump piston. The instrument is now performing within specifications.